Event description:
It was reported the device exhibited error 1836. There was unknown patient involvement.

Manufacturer narrative:
B3, g4, d4: UDI unknown. E1 initial reporter phone: (B)(6). One device was received for evaluation. Visual inspection found the device to be worn, and the display had glue residue. A review of the event history log found a record of "high pressure", "power lost while pump was on", "lec 1870", "lec 1836" and "lec 1872" alarm messages. Functional testing verified the reported problem. It was determined the most probable cause was the main board. The main board was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.